Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the procedure to replace the right atrial lead. An insulation anomaly was noted on the right ventricular lead. The patient experienced twiddlers syndrome. The lead was capped and replaced.